Event description:
After the donation of plasma using an auto-c pheresis equipment, the donor develooped hematoma at the venipuncture site. The donor's arm was raised to present further blood flow to the area. Donor released in goood condition. Individual at the subject account stated that the hematoma was caused by user technique.